Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver did took the charge and booted. The receiver turned on with a large black spot on the display and discoloration due to moisture. The receiver log was downloaded and reviewed, and firmware errors were observed. The functional test was attempted but could not be completed. An interior inspection found moisture damage and the moisture detection sticker activated. The reported event of the receiver display screen becoming frozen was confirmed. The root cause was determined to be moisture damage.